Event description:
The consumer reports undergoing cataract surgery with implantation of the crystalens in the left eye. Postoperatively, the patient experienced severe glare, flickering of lights, halos, pain and blurred vision and these symptoms are interfering with his normal activities of daily living. The consumer also reports noticing decreased brightness, contrast and color vision in the left eye compared to the right eye. Bausch + lomb received additional information from the surgeon indicating that there were no surgical complications and the iol optic is clear and free of debris/deposits. The patient's preoperative bcva os was 20/80 with -1.50 -1.00 x85, while the postoperative bcva improved to 20/20 with -0.25 -0.50 x60. No secondary surgical intervention was performed to treat this event. According to the surgeon, the patient presented with normal postoperative findings, and the patient's current prognosis is excellent.

Manufacturer narrative:
The lens remains implanted, and therefore it is unavailable for analysis. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. (B)(4).